Manufacturer narrative:
Title: sight unseen: diagnostic yield and safety outcomes of a novel multimodality navigation bronchoscopy platform with real-time target acquisition source: interventional pulmonology published online: september 3, 2021 pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, this study aimed to assess a vanderbilt university of patients undergoing electromagnetic navigation br onchoscopy to aid in the diagnosis of peripheral lung lesions. 100 lung lesions were sampled in 82 patients. A th-190 therapeutic bronchoscope (olympus america© [center valley, pa, USA]) was used for every procedure. After the airway examination was completed, the preselected illumisite extended working channel (ewc) with a locatable guide (lg) was introduced into the working channel. Registration was completed, and peripheral navigation was commenced. Pneumothorax: three (3) pneumothoraces were identified in the immediate postprocedure phase and required management with a chest tube. Bleeding: bleeding requiring intervention in 2 patients (defined as grade 2¿4 of the nashville working group scale) was noted. There were no procedure-related hospital admissions. Oxygen support needed: five percent of patients required temporary supplemental oxygen support. This was defined as a de novo need for supplemental oxygen or an increase in their previously prescribed ambulatory supply. Ewc-lg uncoupling: ¿although uncommon, we experienced a handful of electronic ewc-lg uncoupling instances, even though their physical connection was maintained. This was a rare occurrence and was not tracked in the database.